Event description:
It was reported that prior to implant the helix function was normal. Upon placing the lead and searching for appropriate lead position, the helix was found to be extended and stuck inside the cardiac chamber. Helix deformation was observed via fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.